Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The collimator potentiometer sensor wire was repaired. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system core iris is too large and that the collimator is stuck. No patient injury was reported.